Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) arm frequently stopped, and match grip message frequently occurred during surgery. Technical support engineer (tse) advised the surgeon to move surgeon head deeply but was told that the head was deep in the high resolution stereo viewer (hrsv). The customer reported that the scope image was disappearing, so tse advised to reseat the scope connector. The issue was resolved. Customer called back and said all universal surgical manipulators (usm) had the issue and tse advised to disable finger clutch for isolating the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was persistent. The scope connector was reseated to resolve the issue. The instrument was inspected prior to use with no damage observed and there was no patient injury. The field service engineer (fse) reported that a similar issue occurred on 6/14/2025 and was repaired. The phenomenon was that when the head was in, the "move grip to match instrument" message was displayed. The user is a dual console user, so the same phenomenon did not occur when operating on a different console. They responded on-site and were unable to reproduce the issue, but diagnosis revealed that the armrest pad was wobbly, and they replaced the armrest pad.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised customer to reseat the endoscope connector, and the issue was resolved, but subsequently returned. Tse had customer to reseat the sterile adapter, if the issue occurred on one universal surgical manipulator; however, the issue persisted on all usms. Tse advised customer to disable finger clutch to isolate the issue. Customer would monitor the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer followed tse¿s suggestions and would monitor the issue. The phone support details did not reveal any issues related to the customer reported event.